Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak.

Event description:
The following article was presented on the conference ¿ ¿the 47th annual meeting of the (B)(6)¿ on february 27-march 1, 2017. Nobuya zenpo et al, ¿gore® excluder® aaa endoprosthesis featuring c3® delivery system 122 cases report¿. Between october 2013 and august 2016, 122 patients underwent endovascular procedure using excluder to repair for abdominal aortic aneurysm. One case of type ia endoleak with re-intervention, two cases of type ib endoleak with re-intervention, one case of type ii endoleak with re-intervention, one case of type iii endoleak with re-intervention and one case of stentgraft infection were reported on the article. But, the evade rate of the re-intervention were 98.1 %( six month) and 98.1 %( one year). No >5 mm aneurysm enlargement was reported. The conclusion is that exclude is the most beneficial material for abdominal aortic aneurysm repair though some endoleaks were reported.

Manufacturer narrative:
The date of event was revised to (B)(6) 2017. This event is for the type ii endoleak.